Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon uses two ple60a's and gore seam guard on his sleeve gastrectomies. The first firing with device with one black reload worked as designed. The second firing with the second device, the first firing with that device using black cartridge. The specimen side formed well. The patient's side did not form b's. The procedure was completed by using only device one. The surgeons went back after completing the sleeve and suture repaired the defect. The leak test performed and no leaks were seen. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, one piece sled. The analysis found that one ple60a device was returned in good visual condition and with an ecr60t loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Intraoperative photos were submitted. Based on the visual evidence in the photos, the event description identifying unformed staples can be confirmed. Unfortunately, there is insufficient photo evidence to determine root cause.